Event description:
It was reported that following pump replacement the pt had "fluid draining". The pt was seen by a plastic surgeon who made the pocket larger. The pt is no longer having problems with their system. The drug contained in the pt's pump was not reported.